Event description:
It was reported that the patient had undergone a successful shoulder arthroplasty procedure. During routine physical therapy, post procedure, it was stated that "something dislocated". An x-ray revealed that the glenosphere had disengaged from the baseplate. The physician planned to perform a revision surgery to address the dislocation but it had not been scheduled. No other information was provided.